Event description:
Consumer called to report concerns on the accuracy of their meter. Believes their back up meter is more accurate and had both tested against a lab instrument. Analysis run on clark error grid using lab reading (70) as ref. Point vs. Bd readings of (94) yielded data points in the d zone of the grid, outside of acceptable limits.